Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. One certain® low profile 17° abutment (ilpac3217) was not returned for investigation. Therefore, visual evaluation could not be performed.the investigation was performed using the available information, instructions for use and risk files.functional testing could not be performed since the product was not returned.no pre-existing conditions were reported. The device had been placed on an unknown tooth location for an unknown amount of time. Picture was provided by the customer. Fracture was identified and confirmed. DHR review could not be performed since the lot number was unknown. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. A year-long complaint history review by item number (ilpac3217) was performed for similar event and no complaint about nonconforming products was identified. July post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product.therefore, based on the available information and picture evaluation, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. D1: brand name. D2: device product code. D4: catalog number. G4: date received by manufacturer. G5: PMA/510(k) number. G7: type of report, follow-up number. H2: follow up type. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Lot number unknown / not provided. Email address unknown / not provided.

Event description:
It was reported low profile abutment fractured. Small fractured part of the abutment remains inside the implant.